Event description:
This lead was implanted on (B)(6) 2009 and abandoned on (B)(6) 2011 due to patient death. Death classification was cardiac, other. No other information is available at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).